Event description:
Situation: baxter spectrum iq pump malfunction; hypertonic saline was not being administered. Background: patient status post aortic valve replacement and hemiarch aortic replacement found post-operative with a large r mca territory stroke with cerebral edema and progressing midline shift. Neurology recommended target sodium levels of 140, for which sodium chloride 1.5% was started at 1800 at 30 ml/hour; increased to 50 ml/hour at 2200; increased to 75 ml/hour next day 0200. Rn noticed morning that she should be due for a bag change, however there was still 800 ml in the bag.assessment: the patient was not receiving hypertonic saline to help decrease cerebral edema. Recommendation: rn notified covering provider, ICU attending, and nursing psm/apsm. Pump was sequestered for clinical engineering. New pump obtained to start patient on appropriate therapy. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing.